Event description:
Customer reported that the needle tip broke off during a vaginal hysterectomy procedure. The needle was recovered in the same procedure. No adverse pt consequences were reported.

Manufacturer narrative:
Result: the actual device was returned for evaluation. The needle was visually examined using a scanning electron microscope (sem). The needle broke at the tip. Scuff marks and indents are observed around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. Conclusion: user error caused the event. The package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in the area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.